Manufacturer narrative:
H11: corrected data: g4. Updated section g4 as it was blank and should have read "14-nov-2019" on FDA report followup no 1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of eight (8) years, five (5) months due to mitral stenosis. It was then learned that the patient died without receiving transcatheter valve intervention. At admission the patient was treated for sepsis and congestive heart failure. During hospital course the patient exhibited hemoglobin drops secondary to acute blood loss anemia. Blood transfusion was recommended but was refused due to religious reasons. The patient was treated with iron IV. The patient exhibited increase of white blood cells and was positive for pseudomonas in the blood. The patient experienced a cardiac arrest and expired with a hemoglobin of 6.6g. Aortic and mitral valve replacement, chronic stable angina, hypertension, parkinson disease, pneumonia, pulmonary hypertension, hypothyroidism, former smoker, chronic atrial fibrillation.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of eight (8) years, five (5) months due to mitral stenosis. It was then learned that the patient died without received transcatheter valve intervention. At admission the patient was treated for sepsis and congestive heart failure.